Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2025-00119, and device 2 is being reported under MDR. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"A 71-year-old female 160cm tall, weighing 68kg admitted to hospital on (B)(6) 204 and treated on (B)(6) 2024 for an aortic aneurysm (fusiform). The patient was treated via elective surgery under local anaesthetic. Method of access was percutaneous gained via right and left common femoral access - there was no artery coverage. Vessel dilation was performed during procedure no endoleak was present. Patient received anticoagulant medication at time of procedure. At the end of the procedure no endoleaks or device deficiencies were reported, an adverse event was reported following the procedure on ((B)(6) 2024). The surgeon noted that the right foot remained cold and pale, with no sensory-motor deficit but no pedal or posterior tibial flow. He therefore decided to perform a new arteriogram by left common femoral puncture a crossover was performed which revealed an extensive dissection of the external iliac axis, with a lesion at the end of the common femoral artery and the origin of the superficial femoral artery, which was catheterized with an advantage guide, then remodeled with a 5 then 7 balloon over its entire height. The patient was discharged on the (B)(6) 2024 2 days after procedure to normal living conditions. An adverse event occurred on (B)(6) 2024 - hypoesthesia/paresthesia of the left lower limb. This adverse event was not recorded as serious, related to procedure and not to device or pre-exiting condition. No medication or surgical intervention was required CT scan was. Ae was resolved without sequale patient recovered and ae end date was (B)(6) 2024." Patient outcome: "a crossover was performed which revealed an extensive dissection of the external iliac axis, with a lesion at the end of the common femoral artery and the origin of the superficial femoral artery, which was catheterized with an advantage guide, then remodeled with a 5 then 7 balloon over its entire height. Patient recovered and ae ended on (B)(6) 2024."

Manufacturer narrative:
During an internal review, bolton medical, inc. Determined that the applicable standard operating procedure did not clearly define the reporting timelines for supplemental mdrs. We have initiated corrective actions to address this gap and will be documented in our quality system under CAPA-2026-0002. This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2025-00119 and device 2 is being reported under MDR-2247858-2025-00120. Review of the device history records showed no issues were found during the manufacture of the devices. A pre-case plan and the post-procedure CT imaging were requested on 04/17/2025, 04/22/2025, 07/02/2025, and 08/02/2025 for evaluation, but only the post-operative static imaging were provided, and they were not within the good standard CT study characteristics: the resolution was not adequate. The amount of contrast medium (agent) and the timing used did not last enough to show full view of the aorta. The scan range did show the entire affected area. The patient underwent a tevar procedure with two relay pro devices (28-m4-34-200-34s and 28-m4-36-145-32s) to treat a fusiform thoracic aneurysm on (B)(6) 2024. There were no issues reported during the advancement and deployment of the device at the thoracic target site. However, a post-procedure imaging revealed a dissection of the external iliac artery extended to the common femoral artery. Review of the provided imaging shows a very small bilateral common iliac diameter of approximately 5.0mm; the femoral arteries were diseased with very tight diameter. For the advancement of a 20fr introducer device, a vessel of at least 7.0mm in diameter is required; the patient presented a very diseased iliac axis. It is reported that the physician pre-dilated the artery for device advancement; this might confirm acknowledgement of how challenging the navigation was through the arteries. The narrative states that the adverse event post procedure was a dissection of the external artery which might have occurred due to the femoral, external and common iliac arteries, but this could not be confirmed without the pre-case plan and CT imaging. The physician opted to repair the iliac by remodeling and using the ballooning technique. The patient recovered the same day. It is possible that the dissection could have been caused by the patient's access vessels not being large enough for the sheath, which would indicate poor patient selection. However, without CT imaging, the full assessment of the patient's anatomy, sizing, graft selection and device positioning, this could not be confirmed. The root cause of the reported failure of dissection found post-procedure could not be determined.